Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd gold tube experienced erroneous results after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Complaint 2 of 2 one time, a gold top reported high potassium level in a patient in error 5 years ago. This was reported. Called customer on (B)(6) 2019: customer stated that this happened 5 years ago and does not have any other information to provide. She stated it was reported to bd from a previous supervisor who is no longer with them. She stated the issue has been resolved.